Event description:
1 reported false positive sars result for 1 asymptomatic (off-label use at the time) student athlete tested as part of a regular screening. The customer communicated the result was confirmed negative by molecular (pcr testing). There were 9 different lots being tested at the time, the customer was did not provide which lot number was used in testing.

Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. There were over 12,000 tests conducted and the positive rate across the cumulative data set was about 1%. Root cause: unable to determine. Source: email.